Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate low voltage output. No intervention was reported. No patient symptoms or additional information was reported.